Manufacturer narrative:
(B)(4). The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one arterial catheterization kit for evaluation. No obvious signs-of-use were observed on the returned device. Visual inspection revealed offset coils near the guide wire distal end. Microscopic examination confirmed the damage. The distal weld was present and appeared full and spherical. After performing functional inspection, the proximal and distal openings of the needle cannulas were further examined. A clear substance resembling adhesive residue was observed on the returned device. Inspection with a uv light showed no obvious findings. The offset coils in the guide wire measured 2mm via calibrated ruler from the distal end. The returned guide wire length measured 4 5/8" via calibrated ruler which was within the specifications of 4 7/16-4 11/16" per product drawing. The guide wire outer diameter (od) measured 0.393mm via calibrated micrometer, which was within the specifications of 0.381mm-0.404mm per product drawing. The needle cannula inner diameter (ID) measured 0.017" via calibrated pin gauge which was within the specifications of 0.0165"-0.018" per product drawing. Functional inspection of the returned device was performed per the instructions-for-use (IFU) provided with the kit which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When the reference mark on the clear feed tube coincides with the edge of the internal cylinder of the guidewire handle the tip of the guidewire is located at the needle tip." Resistance was encountered while threading the returned guide wire through the needle cannula. The instructions-for-use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit and attempt new puncture." A device history record review was performed, and no relevant findings were identified. Based on these circumstances, manufacturing likely caused or contributed to this event. Further investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: 11 oct 2023, the swg was found to be kinked prior to use on the patient. There was no patient involvement.

Manufacturer narrative:
(B)(4). In section d provided the full UDI # UDI related data quality updates only.

Event description:
It was reported that: (B)(6) 2023, the swg was found to be kinked prior to use on the patient. There was no patient involvement.

Event description:
It was reported that: 13 oct 2023, the swg was found to be kinked prior to use on the patient. There was no patient involvement.

Manufacturer narrative:
(B)(4).